Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during unpacking no stent was found on the stent delivery system (sds). The stent was in the protective sheath. Reportedly, there was no patient involvement with this device. No additional event or patient information is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the sds was returned without blood visible. There was contrast in the inflation lumen. The stent had dislodged from the balloon and was returned separated from the catheter taped to the dispenser coil. The stent was slightly bent between the fifth and sixth row of proximal struts. There was no other damage noted to the stent. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The protective sheath was returned covering the balloon. The stylet was returned in the guide wire lumen. There was no damage noted to the sds. A laser micrometer was used to measure the stent outer diameters and these were all oversized. A pin gauge was used to measure the inner diameter of the distal end of the protective sheath met the manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned sds. Visual inspection of the returned sds confirmed that the stent was no longer mounted on the balloon. Crimp marks were visible on the balloon, between the markers, which suggests that the stent was originally positioned correctly and securely at the time of manufacture. The protective sheath was measured and the dimensions met the manufacturing criteria. The presence of moisture in the inflation lumen, suggests that, at some point, positive pressure may have been applied to the system causing the balloon to expand, partially deploying the stent. If this was to occur during preparation, while the protective sheath is still covering the balloon and stent, this could cause the stent to become loosened and facilitate dislodgement during removal of the protective sheath. The dislodged stent was returned and the outer diameters of the stent were measured and found to be oversized. This may occur as the stent is being removed over the folded balloon. Damage was observed along the fifth and sixth rings of the stent, which may have been created when removing the stent from the protective sheath or as part of transit, as the stent was taped to the dispenser coil prior to being returned to abbott for analysis. Based on the information obtained through the case description and analysis of the returned device, it appears that the dislodged stent and subsequent damage, is related to circumstances prior to the procedure. There are no indications of a stent delivery system quality problem. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.